Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the image shows b30 (scope communication error) when starting up. Based on the results of the investigation, a root cause could not be identified/determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the image shows b30 (scope communication error) when starting up. There was no patient involvement.